Manufacturer narrative:
No medical records have been made available to the manufacturer; however medical images were provided and an image review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during stent placement procedure for an occlusion at the superficial femoral artery with antegrade puncture through the common femoral artery, the vascular stent was allegedly foreshortened as observed under x-ray. Reportedly, another stent was implanted using the same access site, overlapping the first stent, to cover the lesion. There was no reported patient injury.

Event description:
It was reported that during stent placement procedure for an occlusion at the superficial femoral artery with antegrade puncture through the common femoral artery, the vascular stent was allegedly foreshortened as observed under x-ray. Reportedly, another stent was implanted using the same access site, overlapping the first stent, to cover the lesion. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented that could have led to the event reported. Based on the lot history records, stents with correct dimension were used during the assembly of this lot. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the provided images, a stent foreshortening could be confirmed. A digital length measurement was part of the images which demonstrated a stent foreshortening. Furthermore, the strut pattern appeared to be tight and a scale was visible on the images which also indicated stent foreshortening. The evaluation confirmed the alleged stent foreshortening. Potential product and non product related factors which may have caused or contributed to the reported issue have been considered. Based on the information available and the evaluation of the images provided, a definite root cause for the event reported could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'remove slack from the delivery system catheter held outside the patient.' And 'verify that the distal and proximal stent ends are distal and proximal to the target lesion (...) Confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum (...) With distal end of the stent apposing vessel wall, deployment continues with the following method. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end (...) Deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent.' Furthermore, the IFU states: 'predilation of the lesion should be performed using standard techniques.'